Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete the best of our knowledge.

Event description:
It was reported that the customer passed away due to a cardiac arrest, hyperglycemia, diabetes ketoacidosis, and cardiac arrhythmia. It was stated that the customer's blood glucose was 1411mg/dl when he was brought to the hospital. It was stated that the customer was wearing the insulin pump at the time of death. It was stated that the customer did not feel well the prior weekend. However, the customer felt good for two days, and on monday, the customer did not feel well again and asked for some tea, then he went unconscious. The mother contacted the paramedics and the customer passed away shortly after arriving at the hospital. It was stated that the customer's mother did not get the device back from the hospital. No further info was provided.